Event description:
It was reported that upon unpacking the 7fr/10cm percuflex biliary drainage stent for a biliary stent placement procedure, it was noted that the two holding edges were more "tarred" than usual and appeared to be open by approximately 5mm as opposed to the usual 2mm. The device was not used during the procedure the procedure was completed with a different device. The patient's status is reported as "stable".